Event description:
It was reported to olympus that during an unspecified procedure, the image on the endoeye flex deflectable videoscope was interrupted. The device was replaced and the procedure was completed. There was no report of patient harm or injury.

Manufacturer narrative:
Upon evaluation of the returned device, the allegation of "no image" was not confirmed. However, the following faults were noted: damage to the lg cover glass resulting in lost water tightness, damage to the insertion pipe resulting in the insulation resistance value not meeting the standard value, chipped adhesive on the a-rubber, wear of the angle wear resulting in the bending angle in the up direction not meeting the standard value, fe lever discoloration, and scratches on the a-rubber. A device history record review confirmed that there was no repair history during the past year, and that the subject device was shipped in accordance with specifications. As the reported event was not confirmed, the root cause of the event was unspecified. It is likely that it was caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chip and capacitor. It was verified that the device met specifications and the functions required. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscopic image]: confirm that the endoscopic image is displayed normally in wli and nbi observation. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.